Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal worn and peeling off. The event history log confirmed error code 41622 occurred 16 times in the past two months. Functional testing was unable to replicate the reported error code. The root cause was determined to be either a faulty pwa or motor. The dso seal and keypad were replaced, and further action to resolve the reported issue was to be determined at time of repair after internal inspection. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a red screen alarm and error code 41622. The reporter could not reproduce the alarm but noticed that the pressure sensor membrane was badly bubbled and cracked, and the right-hand softkey operation was poor. There was unknown patient involvement and unknown patient harm.